Event description:
It was reported that this device exhibited loss of telemetry during a magnet test in-clinic. Additionally, loss of pacing was observed. The physician alleged the device had prematurely depleted and elected to explant and replace the device to resolve the event. The patient was stable with no additional adverse effects. The device was subsequently received for analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This report is being filed to correctly include the explant date and additional manufacturer's narrative information. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected and detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6)2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device exhibited loss of telemetry during a magnet test in-clinic. Additionally, loss of pacing was observed. The physician alleged the device had prematurely depleted and elected to explant and replace the device to resolve the event. The device is expected for analysis, but has not yet been received. The patient was stable with no additional adverse consequences.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This report is being filed to correctly include the explant date and additional manufacturer's narrative information.

Event description:
It was reported that this device exhibited loss of telemetry during a magnet test in-clinic. Additionally, loss of pacing was observed. The physician alleged the device had prematurely depleted and elected to explant and replace the device to resolve the event. The device is expected for analysis, but has not yet been received. The patient was stable with no additional adverse consequences.